Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt had an intermittent pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "check therapy electrode messages."